Event description:
Customer's mother reported customer was not able to test her blood glucose due to low battery and booklet icons appearing on their freestyle flash glucose meter. Customer's mother reported customer experienced symptoms of "stomachache, throwing up, pale and could not eat". Customer's mother called her doctor who diagnosed customer with diabetic ketoacidosis and increased her insulin dosage.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.